Event description:
During procedure, when attempting to remove hardware, screw top broke off. This was retrieved from the pt. Pt will return to or in one week to remove hardware and complete originally scheduled procedure.